Event description:
The patient experienced intermittent stimulation. Impedances were checked and were reported to be fine. It was recommended that the patient keep a diary and then be seen again in one week. It was noted that the patient had "rsd", but no reports of this being an issue with the explant/reimplant. The patient was very active; farmed and had a day care. Her stimulator was implanted in her buttock. The patient was seen in the clinic approximately one week later and reported that while the stimulation was turned on, 4-12 per day she felt that the stimulation was turned off. The stimulator was not set to cycle, and the initial screen showed the stimulation was at 99%. Impedances were checked and were within normal limits. The stimulator was set in the range of 7-8 plus voltage. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.